Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak with a lap-band system band section. The band arrived in allergan's device analysis lab with paperwork stating that the band was removed due to a "hole and leaking" discovered. The surgeon "checked for a leak with a methylene blue" test, prior to explanting the device. Follow-up findings: "the patient would get home after an adjustment appointment and still have no restriction. During adjustment, the doctor noticed they took out less liquid then what they put in. A fluoroscopy and "dye test with darker dye" was also performed.